Manufacturer narrative:
Investigation summary: a 20039e7d product was not available for investigation; however from the feedback provided by the customer it appears that the customer is requesting additional information about what the maximum flow rate for the extension set is as the customer has faced some issues during rapid transfusion of blood products. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. According to the directions for use (dfu) for the 20039e7d product, the recommendation for the intended flow rate for the extension set is as follows: "may be used with low pressure power injectors up to 325 psi and maximum flow rates up to 10 ml/second." In this instance there was not enough information to positively link this feedback to a specific failure mode.

Event description:
It was reported that the smallbore 6 inch ext vlv, 7 day had flow issues during the transfusion. The following information was provided by the initial reporter: "I am investigating is this product is suitable to administer rapid transfusion of blood and blood products through this device based on some clinical incident reports that have occurred on site."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv, 7 day had flow issues during the transfusion. The following information was provided by the initial reporter: "I am investigating is this product is suitable to administer rapid transfusion of blood and blood products through this device based on some clinical incident reports that have occurred on site."